Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5102140) on 16-jul-2021. The most recent information was received on 03-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of ovarian perforation ('it had punctured the ovary and colon on the left side creating infection to all three organs.'), gastrointestinal injury ('it had punctured the ovary and colon on the left side') and pelvic pain ('I was admitted to hospital with acute pelvic pain on the left side.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant, life threatening and intervention required), gastrointestinal injury (seriousness criterion medically significant), pelvic pain (seriousness criterion hospitalization), diverticulitis ("infection of the colon,colorectal surgeon diagnosed diverticulitis of the colon and noticeable damage to the colon in the area of infection"), premature menopause ("I can't say for sure that they caused early onset of menopause, but I was done with my menstrual cycles just 5 years after the implants"), oophoritis ("punctured the ovary and colon on the left side creating infection to all three organs."), pelvic prolapse ("pelvic prolapse"), uterine disorder ("uterine disorder nos") and salpingitis ("fallopian tube infection"). The patient was treated with surgery (I had surgery to remove the ovary, fallopian tube and part of the colon.). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the ovarian perforation, gastrointestinal injury, pelvic pain, diverticulitis, premature menopause, oophoritis, pelvic prolapse, uterine disorder and salpingitis outcome was unknown. The reporter considered diverticulitis, gastrointestinal injury, oophoritis, ovarian perforation, pelvic pain, pelvic prolapse, premature menopause, salpingitis and uterine disorder to be related to essure (ess205). The reporter commented: I still have the right essure implant in my body. Life-threatening mentioned but not specified and/or assigned to any of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of ovarian perforation ('it had punctured the ovary and colon on the left side creating infection to all three organs.'), large intestine perforation ('it had punctured the ovary and colon on the left side') and pelvic pain ('I was admitted to hospital with acute pelvic pain on the left side.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant, life threatening and intervention required), large intestine perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion hospitalization), diverticulitis ("infection of the colon,colorectal surgeon diagnosed diverticulitis of the colon and noticeable damage to the colon in the area of infection"), premature menopause ("I can't say for sure that they caused early onset of menopause, but I was done with my menstrual cycles just 5 years after the implants"), oophoritis ("punctured the ovary and colon on the left side creating infection to all three organs."), pelvic prolapse ("pelvic prolapse"), uterine disorder ("uterine disorder nos") and salpingitis ("fallopian tube infection"). The patient was treated with surgery (I had surgery to remove the ovary, fallopian tube and part of the colon.). At the time of the report, the ovarian perforation, large intestine perforation, pelvic pain, diverticulitis, premature menopause, oophoritis, pelvic prolapse, uterine disorder and salpingitis outcome was unknown. The reporter considered diverticulitis, large intestine perforation, oophoritis, ovarian perforation, pelvic pain, pelvic prolapse, premature menopause, salpingitis and uterine disorder to be related to essure (ess205). The reporter commented: I still have the right essure implant in my body. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.